Event description:
Reportedly, the vega r52 drg042523 was used at the implantation attempt. After 17 turns the helix did not appear deployed. Lead test showed good impedance and sensing however no capture at 10v. Lead repositioned 3 more times no change to lead measurements. Vega lead replaced with vega r52 drg042517. Same issue occurred with vega r52 drg042517 lead (no capture at 10v). The lead he vega r52 drg042523 is available for return. Vega r52 drg042517 remained implanted.

Event description:
Reportedly, the vega r52 (B)(6) was used at the implantation attempt. After 17 turns the helix did not appear deployed. Lead test showed good impedance and sensing however no capture at 10v. Lead repositioned 3 more times no change to lead measurements. Vega lead replaced with vega r52 (B)(6). Same issue occurred with vega r52 (B)(6) lead (no capture at 10v). The lead he vega r52 (B)(6) is available for return. Vega r52 (B)(6) remained implanted.

Manufacturer narrative:
Vega r52, s/n: (B)(6): the review of the quality documents indicated that the lead met all the requirements of the specification during inspections. The analysis of the returned lead concludes that the cause of the electrical issues reported is due to weak welding observed at the connector sleeve level. The root cause of this abnormality is currently unknown and under investigation. Ongoing actions are carried out to prevent it re-occurrence. The vega r52 s/n (B)(6) was released before the actions carried out to prevent the re-occurrence. For more details, please refer to the attached report analysis